Manufacturer narrative:
H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the "cannula was not as planned by the customer". The stoma channel area is much too long. The date of the incident was "shortly after delivery, which was on (B)(6) 2024. Issue occurred at the customer's house, during insertion of the product. The user was the mother of the customer. The incident occurred during use on the patient and therefore the patient was involved. Patient injury was not reported. It is unknown how the event was resolved. Reported lot number was 1501289. Lot number found from most recent customer purchase was gbo15785.